Event description:
The trailing haptic bent as the lens was implanted in the pt's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00113 for the intraocular lens used with this delivery device.